Manufacturer narrative:
The device involved in the reported incident is not available for eval. An investigation has been initiated based on the reported info.

Event description:
This is the first of three reports concerning the same pt. Their report concerns product ID (B)(4) tenoglide tendon protector sheet single 4in x 5in 10cm. It was reported that tenoglide and neuragen nerve glides were implanted in 4 fingers of the right hand of a pt during surgery on (B)(6) 2011 to repair a 4 digit laceration. The pt eventually recovered sensation and movement of the affected fingers post operatively. On an unk date, the pt experienced swelling of his fingers and the inability to attain full flexion of his index finger. A revision surgery was performed on (B)(6) 2013. The index finger was explored. A neuragen nerve guide was found to be intact (over 2 years after implantation) and the site where tenoglide was implanted had developed into a soft-tissue mass that required removal for restoration of finger function. The mass was removed from the index finger. Only the single (index) finger digit was explored. The other fingers were not explored. A neuragen nerve guide was removed from the index finger, discharged, and replaced with a new one.